Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. It was noted that lp had low impedance and high capture threshold. It was discovered that the lp had dislodged during the procedure. The lp was not installed during the procedure on (B)(6) 2024. There were no patient consequences.